Event description:
On (B)(6) 2010, the patient reported that both the up and down buttons do not function properly. At the time of the report, the up button functioned properly and the down button did not function. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.